Manufacturer narrative:
The used complaint company device for lot 15234272 was not returned. Seven (7) unopened company device from the same complaint lot were returned in an opened carton. A sample of the unopened company device was opened and microscopically examined with no damage observed. The cartridge was functionally tested per the directions for use (dfu) using a qualified company device handpiece, company lens and viscoat. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. There was no lens or cartridge damage observed. The company device was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The associated lens model and diopter being used were not provided. The associated handpiece information was not provided. There are no other complaints in this lot the product investigation could not identify a root cause for the reported complaint. The company device complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the instructions for use (IFU): the company device¿ iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company device¿ iol delivery system. The company device¿ cartridges are qualified for use with compatible company device¿ handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported that during an intraocular lens (iol) implant procedure, cartridge was splitting when injecting. Additional information has been requested.